Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the evh procedure, when the scope was inserted into the harvesting cannula, the distal lens cracked. The procedure was completed by using the same scope. The hospital did not report any patient complications.